Event description:
I had breast augmentation surgery (B)(6) 2008. Mentor silicone implants were placed. Gradually over time, I began to have severe inflammation throughout my entire body. Joint and muscle pain that I attributed to whatever activity I may have been doing at the time. But gradually, every part of my body had inflammation, even my digestive system. No other explanation for these flare-ups, fatigue, weakness and debility could be found. I read about breast implant illness; and it is exactly what I have been experiencing for almost a decade. I need to have implants removed, but cost is out of pocket. I believe the silicone implants are a huge contributing factor to my overall lack of good health and well-being.